Event description:
It was reported that the customer had high blood glucose levels of 571 mg/dl. The customer tried to treat with the insulin pump. The customer reported a no delivery alarm from the insulin pump while trying to fill the tubing of the insulin pump. Troubleshooting was done. The customer reported a bent cannula on the infusion set. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was also advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).